Event description:
Health professional reported a lap-band system was explanted without replacement after "patient [was] experiencing three day history of severe reflux and vomiting. Surgeon believes the band slipped or was overtightened.

Manufacturer narrative:
(B)(4). The user facility sent voluntary medwatch number: (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Band slippage, vomit and reflux are surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage, reflux and vomit as follow: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."